Event description:
Meter name: one touch profile, strip name: one touch test strips, meter code: 7, strip code: 7, strip storage: unknown, symptoms: frozen, couldn't move. A patient reported they were treated by emergency medical technician. Their meter allegedly was inaccurately erratic. The result on their meter was 77 mg/dl. The result on the emergency medical technician was 20 mg/dl. The time difference between patient's meter and emergency medical technician meter was greater than 30 minutes. Treatment was unknown. No further information has been reported.